Event description:
The facility's biomed reported a pump with a failure code 550. The biomed stated the facility has no record of any patient injury or medical intervention involving the failure of this pump. Despite baxter's effort to obtain additional information, no further information was avaiable at this time regarding whether or not the device was in use on a patient when the failure occurred. No additional contact information was provided.